Event description:
It was reported that the unit worked only for 290 hours out of the 500 available for use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.